Manufacturer narrative:
After battery installation unit gave an unexpected blank/white display followed by an vertical lines due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen was partly blank and had white lines running across the screen. Customer stated that shows sing of physical damage scrapes and bangs. Advice customer to insert the new battery. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.